Event description:
It was reported that the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology was damaged and difficult to operate, with the plunger becoming stuck inside the pen. The following information was provided by the initial reporter, translated from portuguese: "patient informs that she has been using lantus insulin for about 3 years, and uses both the disposable and the reusable pen. Today, she bought 3 refills, and when she went to change the refill of the reusable pen, she noticed that the pen is no longer working. The plunger is not pushing the insulin, and a "grey round piece" is hooked inside the pen. The safety test was carried out, and the patient said that a drop of insulin came out, but then she retracted it, and said that it was no longer working, the round gray piece that pushes the refill was stuck inside the pen, and would not come out anymore. Anything... The patient's allstar pen broke the plunger after 3 months of use, and she stores the insulin in the refrigerator."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.